Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for unknown reasons. The patient was found lying in the bathroom floor at 1 am on (B)(6) 2016; hospital staff performed resuscitation efforts but the patient deceased. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was available at this time.